Manufacturer narrative:
Product analysis: it was determined on analysis that the tip of the stylus of the programmer was broken. It was also noted that the liquid crystal display backlight was defective. The left and right upper and lower bullet assembly was missing. The latch of the cable bay was broken. The company logo button and keyboard cover plate were missing . The anti-slip layer was ripped of the radiofrequency head. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer which was returned for preventive maintenance subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.